Event description:
It was reported when using the pyxis medstation es system, the station indicates a critical override and showed disconnected mode. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was verified that the station no longer in disconnected mode. The system functioned as intended after the customer troubleshot the device.